Manufacturer narrative:
(B)(4) d10: femoral head +3.5x28mm dia item: 00801802803 lot: unknown. Xlpe 10d polyliner 50/52/54x28 item: 00631005028 lot: 6193043. G2: foreign ¿ spain the customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is being considered for a right hip revision approximately 16 years post-implantation due to pain. The patient was noted to have age-related bone deterioration. Due diligence is in progress for this complaint; to date no additional information or product has been received.